Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed and appears to be related to the use of the device. One 4 fr sl powerpicc solo catheter was returned for investigation. Infusion caps were attached to both luer hubs. A compressed, indented section of the catheter was observed near the 12 cm depth marker. The sample was flushed with water using a 12 ml syringe and a leak was observed near the proximal end of the catheter. Microscopic observation of the leak location revealed a circumferential split near the 1 cm depth marker. The split surface was observed to be granular. The split corners were indented suggesting the catheter experience repeated kinking. Based on the characteristics of the split, it is likely that the split was caused by repeated kinking of the catheter leading to material fatigue. The product instructions for use (IFU) states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of redr1785 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported by staff that they observed leaking from this device yesterday and when patient presented for treatment today. When PICC was flushed, no immediate obvious leak was seen. The PICC dressing was removed then the line was flushed again with normal saline. The PICC line noted to be leaking near hub. Visible transverse opening was evident when line was examined. Line inserted in the r)basilic vein 3/1/20. Mark at skin 13cm. Patient receiving regular antibiotic therapy. There was no reported patient injury.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr1785 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported by staff that they observed leaking from this device yesterday and when patient presented for treatment today. When PICC was flushed, no immediate obvious leak was seen. The PICC dressing was removed then the line was flushed again with normal saline. The PICC line noted to be leaking near hub. Visible transverse opening was evident when line was examined. Line inserted in the r)basilic vein (B)(6) 2020. Mark at skin 13cm. Patient receiving regular antibiotic therapy. There was no reported patient injury.